Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.

Event description:
Hosp orthopedic nurse called and complained of the odor while mixing simplex. This is an experienced nurse and she said odor was very foul. During second procedure the experienced scrub tech passed out and had to be taken to the ER. There was no adverse consequence for the pt or scrub tech.